Manufacturer narrative:
The returned device was evaluated and the device was received deployed. No kinks or bends were identified on the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. Inspection of the download data and patient history buffer data showed no evidence of issues with insulin delivery. An 0x18 alarm was generated, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone phone control ios. Cloud - omnipod 5 software app version 1.1.5. Cloud - smartphone operating system 18.1. Cloud - smartphone hardware iphone14.5. Cloud - cgm sensor type g6.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod for 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, the patient applied a new pod.